Event description:
The customer reported that three patients having too much fluid removed on this machine. Saline was administered. At completion of treatment it appears patient had 1.3 kg too much fluid removed.

Event description:
The customer reported that three patients having too much fluid removed on this machine, saline was administered. At completion of treatment it appears patient 1.6 ko too much fluid removed.

Event description:
The customer reported that three patients having too much fluid removed on this machine. Saline was administered. At completion of treatment it appears patient has 0.7 kg too much fluid removed.